Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing. Two ventricular nonsustained tachycardia episodes of less than or equal to 210 ms average ventricular cycle occurred on (B)(6) 2011 and (B)(6) 2011. Programmer data shows the lead integrity alert triggered on (B)(6) 2011. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011.

Event description:
It was reported that the patient's lead integrity alert triggered due to noise oversensing and varied right ventricular impedence. It was noted that there was a potential lead fracture. The lead was removed and replaced. No patient complications were reported as a result of this event.